Manufacturer narrative:
Per the dexcom user guide: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the transmitter and the pump were out of range. Transmitter was replaced to resolve the issue. No additional patient or event information was available.